Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the indeterminate leak was identified as a 3b endoleak, however, the reported open repair and explant procedure were unconfirmed due to a lack of the relevant medical information. This is moderately consistent with the reported adverse event/incident. The most likely causation for the type 3b endoleak is most likely device related due to the use of strata material. The final patient status was reported as patient being okay a root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: result code ¿ remove 3233; h6: conclusion code ¿ remove 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately 8 years post initial procedure, an indeterminate endoleak (possible type 1b or 3b) was identified. The physician attempted to reline the existing implanted stents however, upon retraction the new stent graft became caught on a stent strut of the original stent. This case was then converted to an open repair. All stents grafts were explanted and a tube graft was placed in the aorta. The patients was report as ok. Updated information: the reported indeterminate endoleak was identified to be a type 3b endoleak.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately 8 years post initial procedure, an indeterminate endoleak (possible type 1b or 3b) was identified. The physician attempted to reline the existing implanted stents however, upon retraction the new stent graft became caught on a stent strut of the original stent. This case was then converted to an open repair. All stents grafts were explanted and a tube graft was placed in the aorta. The patients was report as ok.